Event description:
Customer reports lancet sticks out of the softclix plus device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.